Manufacturer narrative:
Concomitant medical products- tibial articular surface provisional right size ef catalog#: 42527000505 lot#: 63167575. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional shows exhibits signs of repeated usage and was fractured on lateral side. All parts were returned for evaluation. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01761.

Manufacturer narrative:
(B)(4). Product has been received at zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device fractured during when being removed during a knee arthroplasty. All pieces were recovered and no harm to patient. No adverse events have been reported as a result of the malfunction.